Manufacturer narrative:
E1: establishment name: (B)(6), (documented here in it¿s entirety due to character limitations in respective field). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency resection loop had a front loop that was fractured and unusable after being connected to the power supply. This happened with 2 electrodes. The events occurred during a transurethral laser lithotripsy of the bladder procedure. There were no reports of patient harm.

Manufacturer narrative:
B5: no additional information received from customer. D9: additional information h2: additional information, device evaluation h3: additional information h6: additional information this report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.